Event description:
Review of surgical database shows a broken im nail which is broken at the site of a non-union. Post-op views show that an exchange nail procedure had been preformed to replace the broken nail and repair the non-union. No additional surgeon comments are available at this time, although they have been requested. Cause: non-union of an undetermined amount of time with some level of (B)(4) by patient. No indication of product defect.